Manufacturer narrative:
Correction: d2a - common device name should have been dbs lead rather than scs lead.the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective therapy due to the right lead not being optimally placed. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the right lead was replaced to address the issue.